Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was noted needle broke in abdominal wall and was not retrieved and therefore retained in the patient. Please advise if more than half of the needle is retained subcentimetric and believed to be in what tissue or structure? Subumbilical aponeurosis corrected information: h6 type of investigation.

Event description:
It was reported a patient underwent a laparoscopic appendectomy on (B)(6) 2023 and suture was used. The needle broke inside the abdominal wall during the suture change of the needle. The piece was left in the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Were there any patient consequences? No. What was done to retrieve the broken piece? For example, another incision, or second surgery? It was not retrieved, no incision or second surgery was performed. Was there any additional tissue damage as a result of searching for the needle piece? No. What is the procedure name? Appendectomy under laparoscopy. In the fascia of the subumbilical incision. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please advise if more than half of the needle is retained and believed to be in what tissue or structure? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.